Event description:
The customer reported that the keypad on her insulin pump was scrolling up on its own and none of the buttons were responsive. The insulin pump was possibly exposed to perspiration. She was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was 175 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. The device was received with minor scratched display window, cracked case display window corner, and cracked reservoir tube lip.